Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. The lead was returned in three pieces. External insulation abrasion due to friction on another device was found at 8.5cm to 9.4cm from the distal tip. External insulation abrasion due to friction on the ICD can was found at 24.2 cm to 24.8 cm and 24.4 cm to 24.5 cm from the distal end of the middle piece. The etfe coating on the cables was not abraded at these locations. (B)(6). (B)(4). No complaint received with return of device. Failure (event) observed during analysis.